Manufacturer narrative:
F10: patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device is not included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker was felt to have exhibited premature battery depletion (pbd). Power consumption was noted to have been increasing during the past year. Surgical intervention was undertaken. The device was explanted and replaced with the same model. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The complaint device was not returned; therefore, product analysis could not be performed. The allegations were confirmed by data analysis which found higher-than-expected power consumption, consistent with premature battery depletion. However, available information was not sufficient to determine probable cause.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this pacemaker was felt to have exhibited premature battery depletion (pbd). Power consumption was noted to have been increasing during the past year. Surgical intervention was undertaken. The device was explanted and replaced with the same model. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.